Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. FDA correction/removal reporting no.: (B)(4). Non-conformances were identified related to device malfunction and will be handled through mentor¿s quality system. Reason for device explant and/or reoperation: breast pain, anisomastia. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old hispanic female patient underwent a breast augmentation revision with a saline mentor smooth round moderate plus profile 300cc breast implant and experienced breast pain and anisomastia on the right side post-operatively, which was confirmed during a physical exam. As a result, the patient underwent removal on (B)(6) 2022.

Manufacturer narrative:
See h11 for correction details. Manufacturer¿s reference number: (B)(4). On may 3 2022, it was noticed the following information was erroneously omitted from the previous report: the patient also experienced a breast mass on the right side.